Manufacturer narrative:
Device technical analysis: device analysis performed on the returned ipg revealed that it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. The data logs could not be retrieved or analyzed, and no functional testing could be performed. Investigation of the internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application specific integrated circuit asic chip was damaged. This damage is typically caused by the ipgs exposure to external high voltage or high current transient sources. Labeling review: a labeling review was performed and determined that certain medical therapies or procedures may turn stimulation off or cause permanent damage to the stimulator or may cause injury to the patient. These include lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high output ultrasound, and may require explantation due to device damage. Additionally, the labeling states that x-ray and CT scans may damage the stimulator if stimulation is on. If any of these procedures is required by medical necessity, the procedures should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator may require explantation because of the damage to the device or patient harm.

Event description:
It was reported that there were telemetry error messages received on the remote control when trying to make a connection to the deep brain stimulation (dbs) implantable pulse generator (ipg) wherein causing the patients tremor symptoms to increase. Communication between the clinician programmer and rc was not able to be established with the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to supplemental report in block: h6. Device analysis performed on the returned ipg revealed that it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. The data logs could not be retrieved or analyzed, and no functional testing could be performed. Investigation of the internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application specific integrated circuit asic chip was damaged. This damage is typically caused by the ipgs exposure to external high voltage or high current transient sources. Labeling review: a labeling review was performed and determined that certain medical therapies or procedures may turn stimulation off or cause permanent damage to the stimulator or may cause injury to the patient. These include lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high output ultrasound, and may require explantation due to device damage. Additionally, the labeling states that x-ray and CT scans may damage the stimulator if stimulation is on. If any of these procedures is required by medical necessity, the procedures should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator may require explantation because of the damage to the device or patient harm.

Event description:
It was reported that there were telemetry error messages received on the remote control when trying to make a connection to the deep brain stimulation (dbs) implantable pulse generator (ipg) wherein causing the patients tremor symptoms to increase. Communication between the clinician programmer and rc was not able to be established with the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that there were telemetry error messages received on the remote control when trying to make a connection to the deep brain stimulation (dbs) implantable pulse generator (ipg) wherein causing the patients tremor symptoms to increase. Communication between the clinician programmer and rc was not able to be established with the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.